Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2026, the patient was on long-term hemodialysis with a temporary hemodialysis catheter in the right jugular vein. At the end of the session, the plastic connector on the venous side of the dialysis tubing detached and became impacted and stuck at the catheter hub. The entire lodged connector was removed using fine sterile forceps. The catheter was flushed with normal saline and locked again with a heparin cap. There was no reported patient harm."